Event description:
Boston scientific received information that during a routine device change out procedure, shock impedance measurements were greater than 125 ohms. The physician backed out setscrews on two separate instances, with no change in the out of range impedance measurement. The device was reprogrammed to a distal to can configuration with no dropped beats at minimum sensitivity. The device remains actively implanted. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
The device was to be sent to the facility's pathology laboratory and was unknown if it would be returned for reliability analysis.